Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion, and a battery depletion code was recorded. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. A new sicd with a different model was placed. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion, and a battery depletion code was recorded. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.